Manufacturer narrative:
(B)(4).

Event description:
During the vats lobectomy procedure, this reload was partially fired and the staples were malformed. The stapler was clamped on the tissue and partially fired but was not fired on the tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload was received fully fired. There was damage to the knife blade. The reload was loaded into a post market vigilance powered handle for functional testing, the interlock was overridden, and the reload fired satisfactorily. Replication of the partial firing condition occurs when the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. Information booklet which accompanies each product shipment cautions the user to ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.